Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse also reported that they received a no delivery alarm. The customer's blood glucose was 434 mg/dl at the time of incident. The customer's spouse stated that they had high blood glucose of 569 mg/dl. The customer's spouse stated that she treated her high blood glucose with the insulin pump. The customer's spouse stated that the no delivery alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.